Manufacturer narrative:
Updated to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative reporting they met with patient. The patient said that they were not getting any pain relief with the system. In impedance test indicated electrodes zero, one, two, three, four, five, six, seven, nine, and 14 were out of range. Rep was able to do some programming to improve patient coverage. Patient is currently using group d 10-11+12+13+ pw 240 r 40. It was covering right leg and lower buttocks, unfortunately patient main pain is in lower back and right hip which were not covered. Patient is going to try this program for a while to see if it provide pain relief. A revision of the 0-7 lead may be considered sometime in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator. It was reported that 0-7 electrodes are all oor , > 10000. Patient also wants more coverage in his right hip. There were no environmental/external/patient factors that may have led to the issue. X-rays were done and no obvious fracture was seen. It will be determined if reprogramming helps with right hip coverage. Previously 0-7 was not being used in programming. A 8-15 lead right sided lead and 0-7 left sided lead on x-ray so not known if ¿fixing¿ the 0-7 lead will provide any clinical benefit currently. Patient's status was going to be evaluated over the next couple of weeks. At that time, it will be determined if surgery will happen to replace the 0-7 lead or if an adjustment in programming will be sufficient to give patient clinical benefit without surgical intervention. Information was confirmed with the hcp and hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Based on additional review of the event, (B)(4) also applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(4), product type lead product ID 977a260 serial# (B)(4), product type lead product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown. Product type accessory h3: analysis of the lead ((B)(4)) found the stim lead body all conductors broken 15.2 cm from the distal end. Anaylsis of the lead ((B)(4)) found the stim lead body conductors #0, 5 and 6 broken 15.2 cm from the distal end. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4)implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was scheduled for a lead revision surgery on 2018 (B)(6). The rep reported that the patient complained of weight loss preoperatively. The patient blamed the weight loss on the stimulator. The rep reported that the patient was (B)(6) pounds on 2018 (B)(6) and was (B)(6) pounds on the day of the report. The rep reported that the healthcare provider (hcp) was not causing the weight loss and the patient needed to follow up with hcp for the weight loss. The rep reported that both leads were removed on the day of the report and new leads were placed. No further complications were reported.

Event description:
2018-may-29, mpxr 527487 (hcp, rep): information was received from a health care professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator. It was reported that 0-7 electrodes are all oor , > 10000. Patient also wants more coverage in his right hip. There were no environmental/external/patient factors that may have led to the issue. X-rays were done and no obvious fracture was seen. It will be determined if reprogramming helps with right hip coverage. Previously 0-7 was notbeing used in programming. 8-15 lead right sided lead and 0-7 left sided lead on x-ray so not known if ¿fixing¿ the 0-7 lead will provide any clinical benefit currently. Patient's status was going to be evaluated over the next couple of weeks. At that time, it will be determined if surgery will happen to replace the 0-7 lead or if an adjustment in programming will be sufficient to give patient clinical benefit without surgical intervention. Information was confirmed with the hcp and hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. 2018-jun-07 mpxr 527487 (con): additional information was received from manufacturer representative reporting they met with patient. The patient said that they were not getting any pain relief with the system. In impedance test indicated electrodes zero, one, two, three, four, five, six, seven, nine, and 14 we¿re out of range. Rep was able to do some programming to improve patient coverage. Patient is currently using group d 10-11+12+13+ pw 240 r 40. It was covering right leg and lower buttocks, unfortunately patient main pain is in lower back and right hip which were not covered. Patient is going to try this program for a while to see if it provide pain relief. A revision of the 0-7 lead may be considered sometime in the future. No further complications were reported. 2018-08-15 mpxr 527487.2 (rep): additional information was received from a manufacturer¿s representative (rep). The rep reported that there had been no change in the patient¿s previously reported issues. The rep reported that the patient wasn¿t getting any pain relief and his system caused uncomfortable stomach stimulation. The rep reported that the patient¿s system used to provide him with good coverage and pain relief, but since it stopped working he had become frustrated and would rather have it removed than to continue with the therapy or lack thereof that he was currently experiencing. The rep reported that an impedance test returned electrodes 0-7, 9, 12, 13 and 14 out of range; electrodes 8 and 10 caused stomach stimulation. The rep reported that they reprogrammed using electrodes 11 and 15 which provided him with some right leg coverage. The rep reported that following their visit, the patient was less motivated to have his system removed and open to discuss a possible lead revision surgery. The patient was advised to make an appointment with his surgeon to discuss his options. No further complications were reported. 2018-08-28 mpxr 527487.3, rp (rep): additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was scheduled for a lead revision surgery on (B)(6) 2018. The rep reported that the patient complained of weight loss preoperatively. The patient blamed the weight loss on the stimulator. The rep reported that the patient was 167 pounds on (B)(6) 2018 and was 133 pounds on the day of the report. The rep reported that the healthcare provider (hcp) was not causing the weight loss and the patient needed to follow up with hcp for the weight loss. The rep reported that both leads were removed on the day of the report and new leads were placed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there had been no change in the patient¿s previously reported issues. The rep reported that the patient wasn't getting any pain relief and his system caused uncomfortable stomach stimulation. The rep reported that the patient¿s system used to provide him with good coverage and pain relief, but since it stopped working he had become frustrated and would rather have it removed than to continue with the therapy or lack thereof that he was currently experiencing. The rep reported that an impedance test returned electrodes 0-7, 9, 12, 13 and 14 out of range; electrodes 8 and 10 caused stomach stimulation. The rep reported that they reprogrammed using electrodes 11 and 15 which provided him with some right leg coverage. The rep reported that following their visit, the patient was less motivated to have his system removed and open to discuss a possible lead revision surgery. The patient was advised to make an appointment with his surgeon to discuss his options. No further complications were reported.